Manufacturer narrative:
One 72202615 twinfix ultra pk 5.5mm suture anchor reported on. Product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Full investigation and conclusions were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: non-compliance or deviation from technique driven instructions. Alternate prep method or instruments used. Unexpected bone density/condition. Incomplete anchor insertion. Loss of or lack of axial alignment. Hard bone was reported. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a shoulder rotator cuff repair surgery, the non-bioabsorbable twinfix ultra suture anchor tip broke while inserted into the patient bone. A back-up was available and used in the same bone hole. All fragments were removed from the patient. There was a surgical delay of less than 30 min. No patient injuries have been stated. For preparation of the insertion site, it was used a 3.8 mm gold dilator; patient bone quality was described as hard.